Event description:
Additional information was received on (B)(6) 2013 when the handheld and flashcard were returned to the manufacturer for product analysis due to ¿slow reading¿. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2013 it was reported that on several occasions the handheld would get "stuck" and they would have to wait a few minutes before the interrogation or programming would continue. It was stated that sometimes they would have to start all over because it would not continue. It was later reported that the screen freezes at the "interrogation successful" screen and happens with different patients and in different rooms (they are not aware of any emi in any of these rooms). It was also stated that the freeze will disappear on its own; they do not have to do a reset to continue. But sometimes the freeze might last for 20 minutes before they can continue. The screen freeze was stated to be more common at the last interrogation, after programming and system diagnostics. It was stated that the handheld would be returned to the manufacturer for product analysis, however it has not been received to date.

Event description:
Product analysis on the handheld and flashcard were completed on (B)(6) 2013. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. During the analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.